Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy.

Event description:
Healthcare professional reported "rupture", "several echogenic lymph nodes with well defined anterior margin", "siliconoma", "burning discomfort" and "slightly downward-pointing nipple areola". This record is for the left side. Device remains implanted. The device will be returned upon explantation.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported events rupture and lymphadenopathy was received on december 16, 2025, with lot number 1497941. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening and an opening through microscopic inspection assessed as surgical impact opening . No further actions are required as it is not related to the manufacturing process. ¿ lymphadenopathy: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and nick other) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture", "several echogenic lymph nodes with well defined anterior margin", "siliconoma", "burning discomfort" and "slightly downward-pointing nipple areola". This record is for the left side. The device has been explanted and replaced.